Event description:
It was reported that during use of the integrated apd set with cassette, solution spilled out onto the home patient (hp). The hp reportedly received and was using a 3 prong cassette instead of a 4 prong cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.